Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an image interference issue and unintended noise inside the device. There were no reports of patient harm.

Event description:
It was reported that the camera head had an image interference issue and unintended noise inside the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "interference with image" was confirmed but "unintended noise from inside the device" was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: interference with image was due to damage on cable unit, and hence there was noise in the image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had an image interference issue and unintended noise inside the device. There were no reports of patient harm.